Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 1ml s/t w/ndl 26x5/8 rb plunger was loose. The following information was provided by the initial reporter: it was reported the plunger is not allowing full amount into syringes. There was a suction issue when attempting to use, withdrawing difficulty syringe, syringe was loose (other).